Event description:
In 2004, the center reported that following implant of a bivad pt the dual drive console (ddc) bottom module (bmod) had a loss of pressure after 15 minutes of being unplugged from ac power. The pt's left ventricular assist device (lvad) stopped. The bmod did not stop switching just alarmed pressure and sync alarms. The top module (tmod) continued to pump and none of the compressors were thought to have stopped. The ddc was run in the emergency mode with the tmod driving both vads. The pt was switched out and supported on the back-up ddc. The pt remains ongoing on bivad support.